Manufacturer narrative:
The external visual inspection revealed the electrode was sliced at the fantail region and an electrode was extruded prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut and broken electrode wires hear the fantail region, and a damaged array. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused out of range impedance values on some electrodes. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Event description:
The pt reportedly developed a staph infection at the implant site. The pt was treated with keflex, augmentin, lipro, neosporin, and medrol for 5 months. On (B)(6) 2013, the pt underwent surgery to remove a bracket used to secure the device. The infection recurred. The pt's device was explanted. The pt is currently healing.